Event description:
It was reported that the patient presented for a routine generator change. It was noted that the right ventricular lead exhibited noise over-sensing. The lead was explanted and replaced. The patient was stable.